Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 15-sep-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results and meter errors. The customer is concerned with tests results obtained of 33mg/dl. The expected fasting blood glucose test result range is 180-240mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen and bathroom. During the call a blood test was performed by the customer and produced test results of 65mg/dl non-fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 10/30/2021 and open vial date is 09/03/2020. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
Sections with additional information as of 20-nov-2020: meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.